Manufacturer narrative:
The reported complaint was confirmed. Per data log review, the system was previously used on 02-mar-2021 so the date that the issue occurred was most likely on 02-mar-2021. Only the flow log covers that date but only from 17:21:39. The flow sensor shows many occurrences of being coupled to the tube with fluid which indicates the sensor was becoming uncoupled from the tube with fluid. This will cause 'check flow sensor' messages to the user. There were backflow alarms at 17:23:05, 17:33:05, and 17:46:30. The perfusion screen was exited at 17:55:35. The log does show possible issues with the flow module or sensor but does not identify the cause. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The flow module did not exhibit any unexpected behavior during evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist rechecked the connections and tried another sensor without success. There was an 'art: check sensor' message present. The case was continued with the sensor and alarms present. The field service representative (fsr) verified decoupling on (B)(6) 2021 per the logs. The flow module and flow sensor were replaced. The unit operated to the manufacturer's specifications. The suspect part has been returned to the manufacturer for further evaluation. This complaint is related to cr-80857/medwatch #1828100-2021-00108.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow module was having an issue with randomly alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist was contacted regarding an incident the team had during a cpb procedure with the flow probe/module on the heart lung machine (hlm). During the procedure, the team would intermittently receive dashes as the measured flow from their centrifugal pump. They attempted to move the flow probe to a different area and the reading was still intermittent. The perfusionist was able to get another flow probe from a spare hlm, but the issue still persisted. The team was able to read the speed on the centrifugal pump and flow periodically. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.